Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the customer told them that when they put weight on the lift it comes down doesn't stay up.